Manufacturer narrative:
Device is currently under evaluation into root cause.

Event description:
As reported by our colleagues in europe after removal of intraclude from the arterial cannula, the icf100 was flattened (squeezed together). The device was used in a minimally invasive mitral repair procedure and presented blood leakage. The surgeon not have any problems at all to position the balloon, nor to administer cardioplegia. Root pressure which was 7 mmhg at occlusion rose to 38 mmhg during cardioplegia delivery and dropped again once cardioplegia was stopped. Balloon pressure after initial positioning was 366 mmhg, fell to 342 mmhg after 5 minutes of clamp time and furthermore to 325mmhg after 15 minutes of clamp time. The ic was locked at 79 cm insertion depth. After cardioplegia delivery, the doctor could pull back another 3 cm of slack, so that the ic was locked at 76 cm. The system was stable. After 35 minutes of clamp time, both balloon and root pressures became unstable, i.e. Root pressure rose to 22/24 mmhg, balloon pressure fell to 300 mmhg, rose again to 320 mmhg, fell, was somehow jumping back and forth. Several repositioning maneuvers of the balloon (the doctor pulled back on the shaft and locked the ic at 69 cm) showed an immediate drop in the root pressure (8 mmhg) and rise in the balloon pressure (342 mmhg) but only for 2 seconds. Balloon pressure dropped again and root pressure rose to 24 mmhg. ECG line was flat. After 46 minutes of clamp time, the team decided to deflate the balloon and continue the surgery on the fibrillating heart. When deflating the balloon, he aspirated blood back into the syringe. Besides, he realized that he could hardly pull back the device into the side arm of the ER cannula as he felt resistance. He also saw that blood was leaking out from the ic shaft at the transition site from 10.5 to 9f.

Manufacturer narrative:
Visual inspection of the returned device found that the shaft has been flattened or stretched for about 90mm in length. The device was measured from the tip of balloon to where the shaft meets the hub and measured 1175mm. As received this measurement is out of specification. When dyed water was flushed through balloon lumen there was a leak discovered at where the strain relief taper meets the catheter shaft. The core wire was found to be separated from the hub. The clinical observation was confirmed. There are many issues which could contribute to this failure during the course of use, including not deflating balloon while adjusting balloon position, adjusting the catheter position with the hemostasis valve too tight, and not using care when retracting the catheter. Based on the available information we are unable to conclusively determine the root cause. Manufacturing records were reviewed and there were no related manufacturing non-conformances identified. The instructions for use, training, and risk control measures are appropriate at this time. No CAPA is applicable as no manufacturing defect was confirmed. Trends for this complaint are in control and will continue to be monitored.